Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and bone residue around the external threads due to usage. Additionally, the external threads were damaged possibly during removal. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review for the lot (441548) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (441548) for similar events (complaint category keyword fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) number: unknown / not provided. Email address was not provided.

Event description:
Doctor reported that implant at tooth site #36 fractured after several years of being used and it was removed successfully. No other implant was placed after the fractured one was removed.